Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 800 pro instrument, and identified the failure mode as a multiple hardware parts. The fse replaced a dirty cap piercer, tubing, valve, level sense assembly and vacuum regulatory assembly which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous low patient result for crem (modular creatinine) on their unicel® dxc 800 pro instrument. The erroneous low patient results were not reported out of the laboratory. There was no effect to patient treatment in connection to event. Quality control was within the laboratory¿s established ranges prior to event. Customer is unable to provide any data.